Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 3. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Healthcare professional reported for left side capsular contracture grade 3. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec and creases flat.based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: a5a, d9, h3, h6.

Event description:
Healthcare professional reported for left side capsular contracture grade 3. The device has been explanted.